Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive battery out limit alarms and failed battery test alarm. Customer reported that when pump is taken out of suspend, it would deliver back insulin causing low blood glucose of 46 mg/dl. After troubleshooting, customer was advised that battery cap would be replaced.